Event description:
This complaint is from a clinical study, (B) (6) the patient was a (B) (6) female. The target lesion was the left internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 80%. The precise stent placement (p06020xc, 13393575) was successful. Pre-dilatation was conducted with unknown 3.5mm balloon catheter at 20atm. Post-dilatation was not conducted. The angioguard xp (B) (4) and the percusurge (medtronic, 5.5mm) were successfully used in the procedure. A week after the procedure, the patient was discharged from the hospital without any problems. Almost one year post-procedure, the patient had 60% restenosis in the previously treated lesion. No neurological symptoms were found. The patient was treated with another stent (details of additional stent was not provided). Patient had been compliant with post procedure anti-platelet regimen.

Manufacturer narrative:
Information was received via the (B) (4) that 60% restenosis was observed approximately five and a half months post left internal carotid artery stenting with a 6x20 precise stent. It was reported that there has been no confirmation of neurological symptoms. Additional carotid artery stenting was successfully conducted for the restenosis without adverse consequence to the patient. No details of this follow-up procedure were provided. The (B) (6) female had a history of high cervical / subclavian lesion, hypertension, hyperlipidemia, hyperuricemia and asthma. At index procedure, there was an 80% stenosis of the left internal carotid artery with no calcification or vessel tortuosity. The angioguard xp (B) (4) and the percusurge (medtronic, 5.5mm) were used for the procedure. The lesion was pre-dilated with an unknown 3.5mm balloon at 20atm followed by placement of the precise stent. The lesion was not post dilated. The stent remains implanted, and therefore is no available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13393575 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a known potential outcome of carotid artery stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat revascularization. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Factors that may have influenced the event include patient, procedural, pharmacological and lesion characteristics. Based on the available information and the device history record review, there is no indication that the event is related to the manufacturing process; therefore no corrective actions will be taken.